Event description:
Pt. Had a gortex graft placed in a bilateral bifemoral graft and axillary implant rt. Axilla to rt. Femoral in 2007. A propaten vascular graft was used in the procedure. Pt. Returned to the hospital with a fever of unk origin and wound not healing with cellulitis along the rt. Axillary to femoral graft suggesting infection of the graft. The graft was ultimately removed on two and a half months later. Another pt. Had the same type of infection and grew the same bacteria as this pt and also required graft removal. Both pts had extended hospitalizations due to these unusual infections. Gortex graft inserted for pvd on original date x 2. Catalog # ht087080a and lot # 2015542017. Second graft catalog # ht066080a and lot# 2015619007. Dates of use: 2007. Diagnosis or reason for use: peripheral vascular disease. Event abated after use stopped or dose reduced? No.